Event description:
Skip to navigation. Skip to main content. Complaints. Complaints. Press spacebar to reorder. Home. Tasks. Complaints. Medical reviews. Mdrs. Mirs. Canada vigilance reporting other regulatory reports. Investigations. Group. Dashboards. Reports. Complaint. Complaint. (B)(4). Path. Attachments. No attachments available. Tabs. Details. Patient/reporter information. Audit trail. No of days for decision treeno of days for decision tree 0. Dt completion date. Completion date (B)(6) 2022. Complaint. No complaint. No. (B)(4). Classification code. Classification code 115. Classification code. Description classification. Code description. Signal loss over an hour. Source. Phone. Osvc ID numberosvc ID number. (B)(4). Osvc reference numbero. Svc reference number (B)(4). Osvc created byosvc created by (B)(4) record category. Complaint region. Region emea group. Group emea - 115 psr. Psr owner owner (B)(6). Status status review record typerecord type complaint pending medical review. Pending medical review pending medical review pending decision treespending decision trees pending decision trees pending dev investigation. Pending dev investigation pending dev investigation pending harpending har pending har pending update request / taskpending update request / task pending update request / task update request status update request status update request reviewed country of purchase country of purchase netherlands country of incident country of incident netherlands city of incident city of incident na reporter organization reporter organization na distributor unique complaint no (ducn) distributor unique complaint no (ducn) na distributor complaint date distributor complaint date files added to complaintfiles added to complaint patient birthdate patient birthdate (B)(6) 2013. Patient weightpatient weight age at the time of eventage at the time of event. 9 patient. Genderpatient. Gender. Male reporter. Type reporter. Type parent pediatric or adult pediatric or adult pediatric age unitage unit years serious adverse event information (0) event descriptionevent description signal loss over an hour conclusionconclusion phone not compatible, all troubleshooting done. Signal loss both in phone and t slim pump- rp is re-pairing tx and will call back if issue persists. I did advise to call tandem, and that we cannot replace tx because of incompatibility. Alert date (B)(6) 2022. Event dateevent date (B)(6) 2022. Date sensor inserted/applied. Date sensor inserted/applied was IFU followed? Was IFU followed? Na. Patient took apap/acetaminophen? Patient took apap/acetaminophen? Na. No of days since opened. No of days since opened 26 .download identifier (B)(4). Download identifier. Type download identifier. Type transmitter is patient using a receiver. Mobile, both? Is patient using a receiver, mobile, both? Both (receiver and smart device) is the date exact or approximate? Is the date exact or approximate? Exact insertion siteinsertion site na death reported death. Reported death. Reported date of deathdate of death medical intervention/serious injurymedical intervention/serious injury medical intervention/serious injury rga created? Rga created? No rga reference numberr ga reference number na no rga justificationno rga justification issue resolved in troubleshooting rga follow up completed? Rga follow up completed? Not applicable troubleshooting questions (6+) navigation mode pq no question answer pq-008270186 transmitter warranty expiration date (B)(6) 2022. Pq-008270187 what device(s) are displaying the signal loss? Both (receiver and smart device) pq-008270188 while the signal loss icon was displayed, was the device within 20 feet? Yes pq-008270189 what time did the signal loss occur? Usually at night several times pq-008270190 did the signal return or is signal loss still displayed? Signal returned pq-008270191 transmitter warranty in warranty view alltroubleshooting questions product lineproduct line stt-gs-003 product line description product line description g6 ous transmitter kit transmitter sub-componenttransmitter sub-component g6 transmitter: 9445-24 receiver serial number receiver serial number na product generationproduct generation g6 lot numberlot number p14248695 ncmr detailsncmr details no ncmrs associated with the product manufacturing date manufacturing date (B)(6) 2022. Expiration dateexpiration date (B)(6) 2022. Transmitter serial number transmitter serial number (B)(4). Categorycategory transmitter product registration product registration stt-gs-003 additional product information (4) navigation mode pq no question answer pq-008270272 application software version other pq-008270273 smart device operating system version 12 pq-008270274 smart device data carrier other pq-008270275 smart device brand samsung galaxy a10 view alladditional product information data analysis summarydata analysis summary data was received but investigation window does not reflect the alleged device. Allegation confirmed by dataallegation confirmed by data undetermined data analysis statusdata analysis status completed - manual platform data sourceplatform data source android app g6 data available? Data available? Yes. Manufacturer's narrative: it was reported that signal loss over one hour occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).